Event description:
A surgeon reported having a patient with a refractive surprise following intraocular len (iol) implant surgery. The surgeon could not be contacted for follow up.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. No enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The surgeon could not be contacted for follow up. (B)(4).